Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the supply bag had disconnected which ids a known cause of the reported alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2267 alarm (air and fluid in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell three of five. The patient was connected at the time of the alarm. The patient stated that the supply bag disconnected. The technical service representative (tsr) cleared the system error and informed the patient what it meant. The tsr explained how to complete therapy. The patient stated they would start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.